Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: the pump black box showed an unexplained loss of prime on (B)(6) 2015 at 14:52; the pump delivery was never resumed afterward. The black box showed a partially delivered, user aborted bolus on (B)(6) 2015 at 10:22; 0.85u of a programmed 6.85u bolus was delivered. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The keypad buttons were tested and confirmed no hypersensitive buttons. A delivery accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and confirmed that the boluses were correctly recorded in the pump history. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for a blood glucose of 1.3 mmol/l with blurred vision, confusion, and cognitive impairment. The reporter indicated being treated with intravenous glucose and food/drink. The reporter indicated having recent changes to nutritional needs and recent mouth surgery. The pump was reviewed with the reporter. The pump basal history matched the user programmed basal rates and the basal was correctly reflected in the pump total daily dose history. The bolus history was reviewed and found that the bolus history total was not correctly reflected in the pump total daily dose history. This report is made based on the allegation that the patient was hospitalized for hypoglycemia associated with a discrepancy in the pump delivery history.